Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Also, bd was unable to determine the specific material number associated with this complaint. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® cpt¿ tube, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are overfilling. Customer states that the phlebotomists she works with drew cpt tubes that were overfilled. Customer is wondering if it is possible that this can happen and if it is possible, is it acceptable to remove some of that blood so it can be centrifuged? Are there indications that causes the sample to be unacceptable?